Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer advised caster wheel from foot section of the bed is broken. Dealer advised enduser stated bed is leaning to the side. Dealer advised enduser is stuck in the bed due to it leaning to the side and can not get therapy.